Event description:
New information received indicated that another occurrence of non-sustained lead noise due to post-paced t-wave oversensing on ventricular channel was noted via remote transmission. Patient was asymptomatic. Further programming change was recommended.

Event description:
It was reported that during follow up visit, the device was observed to be post paced t wave oversensing on ventricular channel. The patient was asymptomatic. Programming changes were made and the patient condition was good after the event.